Event description:
On (B)(6) 2013, the reporter contacted animas, alleging button/keypad (tactile changes/unresponsive). The reporter stated that the keypad buttons were intermittently unresponsive and hyper responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the complaint of intermittently responsive and hyper-sensitive keypad buttons was not duplicated during investigation. All of the keypad buttons responded appropriately. The buttons had normal spring back and click. The keypad cover was removed and there was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.